Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant product(s): s313142 zb120201 str inserter 1/4-28 thrd kit. S313141 119882 str mod acet inserter handle. A 14-103648 485440 univ 2-hole shl 48mm lnr sz 22. Report source: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 03393.

Event description:
It was reported that patient underwent left tha due to hip osteoarthritis. During implantation of the cup, the handle fractured, the thread fracture couldn¿t be retrieved from the cup. In order to complete the surgery, the surgeon then removed the cup and replaced it. A 20 minute delay was caused. Attempts have been made and additional information on the reported event is unavailable.